Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Reportedly, the customer requested and confirmed multiple boluses minutes apart from each leading to the decreased bg. Reportedly, customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer could not recall treatment that they received. Treatment did resolve the issue. Customer was discharged later that same day.